Manufacturer narrative:
Investigation is underway.

Event description:
As reported through edwards lifesciences implant patient registry, approximately 2 years and 8 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted. The patient had fatigue and chest pain. Per review of medical records received, halt, ham and increased gradients were identified.

Manufacturer narrative:
A supplemental MDR is being submitted due to additional information received. Sections: b5, g3, g6, h2, h6 device code have been updated.

Event description:
Additional information received: as reported through edwards lifsciences implant patient registry, approximately 2 years and 8 months post implantation of a 26mm sapien 3 ultra valve in the aortic position, the valve was explanted due to calcification. The patient had fatigue and chest pain.

Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Type of investigation, investigation findings, investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The device was not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. The reported event was confirmed based on the provided medical records. Available information suggests patient factors (hyperlipidemia, diabetes) likely contributed to the event as medical records stated a patient history of hyperlipidemia and type 2 diabetes. According to the technical summary, evaluation of reported complaints of calcification events for the sapien xt, s3, and s3u valves did not confirm any manufacturing non conformances. The process of calcification involves the reaction of calcium containing extracellular fluid with membrane associated phosphorus, causing calcification of the cells. Many patient related factors can contribute to the onset and propagation of calcification, and consequently, structural degeneration of the thv. These factors include age, disease state, patient co morbidities, and/or pharmacological intervention, such as but not limited to renal failure, hemodialysis, hypercholesterolemia, hyperlipidemia, hypothyroidism, diabetes mellitus, etc. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.